Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate and fell out when the patient¿s processor was being removed. No signs of infection or trauma were reported. More information on reimplantation was requested, but was not available at the time of this report october 13, 2009.

Manufacturer narrative:
(B) (4).